Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿patient sensitivity to materials ¿. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Caution: federal (USA) law restricts this device to sale by or on the order of a physician." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had a urinary tract infection from the all purpose catheter and needs to have the doctor check. It was noted that the patient had been using the product less than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had a urinary tract infection from the all purpose catheter and needs to have the doctor check. It was noted that the patient had been using the product less than 90 days. It was unknown what medical intervention was provided for urinary tract infection. Per follow-up via phone on 06dec2021, customer stated that the urinary tract infection was not due to the intermittent catheters. It was also stated that the patient was not remember what the doctor prescribed for urinary tract infection, but everything was fine since.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had a urinary tract infection from the all purpose catheter and needs to have the doctor check. It was noted that the patient had been using the product less than 90 days. It was unknown what medical intervention was provided for urinary tract infection.